Event description:
It was reported that a patient underwent a hysteroscopy on (B)(6) 2013. During the procedure, after 15 minutes, the device stopped working and in the same moment, it presented a leakage of oil along the trocar, outside the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.